Event description:
It was reported that customer experienced cgm error that affected sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, and successfully restarted sensor session without further error.